Event description:
It was reported that during a lap gastric stromal tumor resection procedure, after finishing the three strokes firing with a gold reload unit, the device could not be opened and the staples could not be seen whether they have formed correctly. The surgeon changed to open surgery and used a knife to cut out the tissue to remove the device. Then the surgeon changed to hand sewing plus electric scalpel to complete the procedure. The patient is still in hospital for further observation. The whole procedure was delayed around one hour and the patient accepted more anesthetic. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Idler gear; release button. The analysis results showed that one ec60 device was returned in good visual condition and with a reload present. The reload was received partially fired. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; no functional test could be performed with the returned device. A CT scan was performed to verify the condition of the internal components and the idler gear and indicator gear were noted to be desynchronized. In addition, the indicator gear was blocking the release button from opening. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: what changes occurred in the patients postoperative course? The patient is fine now. Is the patient expected to have a full recovery? Yes. What color cartridge was being used? Gold. What firing did this occur on? 1st. Was the device fired over a clip or other hard object? Near. Has the device been shipped for analysis? Yes. How long has the surgeon been using the device? More than 2 years. Has the surgeon been inserviced on the use of the device? Yes.

Manufacturer narrative:
(B)(4).